Manufacturer narrative:
Unit alarmed motor error during basic occlusion test due to faulty fsr (gold). Unable to perform basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test due to motor error alarm. However, unit passed rewind test and displacement test. Motor passed motor test. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had motor errors during bolus. Customer reported that the drive support cap appears normal. Customer was able to successfully clear the alarm. Customer was able to complete insulin pump rewind. Customer reported that the insulin pump alarm history contains more than one motor error alarm within a 30 day period. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.